Event description:
Paramedics administered external pacing to an 89 yr old female diagnosed as bradycaric. After an unreported period of time, the device allegedly displayed a leads alarm, and pacing stopped. All connections were checked with no problems observed. The operator was unable to restart pacing. The pt was transported to the hosp. There were no adverse affects to the pt reported as a result of the alleged malfunction.